Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and customer reported open book image alarm. Explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. No critical pump error (open book image) alarm noted during boot up. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Successfully downloaded history files and traces using thus and carelink. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: lowbatteryalert (104) on (B)(6) 2025 at 16:00:00.000. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. On the event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 31 u and dailytotalofbolusinsulindelivered = 18.7 u which is equal to the dailytotalofallinsulindelivered = 49.7 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of (B)(6) 2025, there is pump error 4 alarm on (B)(6) 2025 at 08:44:01.000 and pump error 63 alarm on (B)(6) 2025 at 08:44:01.000 variableinfo = 15 (filenumber: 2005 and linenumber: 9926) recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor assembly, and keypad flex tail noted. The force sensor offset measured within spec range during testing (24.2 mv). Swapping out test boards confirms high sleep current measurement is isolated to pcba 1 and 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump received with a high sleep current measurement, pump error 4 and 63 confirmed in the pump history due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.